Event description:
Caller reported a cgm error that occurred multiple times without resolving the issue by resetting the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller on the procedure to return the defective pump using a pre-paid label within ten days. The customer acknowledged understanding of these instructions and agreed to continue using the current pump in the meantime.